Event description:
Additional information indicates further troubleshooting was undertaken on (B)(6) 2020 and it was determined the ipg is still functioning properly and providing effective therapy. The patient had, in fact, experienced discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was repositioned. Issue resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg is inoperable. As a result, surgical intervention may be undertaken in the future.